Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was trailing an external neurostimulator (ens). It was reported that at the lead pull the patient complained of bad headaches since the trial started. The patient had fluid coming out of the needle holes when the lead was removed. One lead was partially out and an x-ray confirmed it had moved to t12. The other lead was in a good position and remained at t7. The mltc appeared wet. The patient denied showering or bathing during the four day trial. An x-ray confirmed the lead placement and the patient's trial leads were removed after the x-ray. The patient received pain relief and wanted to move onto a permanent implant- the trial was successful. The issue was resolved. No further complications reported.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: neu_unknown_lead, serial#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the hcp suspected the patient had a csf leak as the patient had a headache. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the healthcare professional (hcp) "placed an old order" and that there wasn't a record of the lead or trial stimulator serial numbers. They hcp used an old mltc. The cause of the fluid coming out of the needle holes was not determined. No further complications reported.